Event description:
Boston scientific received information that the patient implanted with this device system was reportedly lost to follow up for one year. The patient was recently seen in the clinic and presented with diaphragmatic stimulation. Output was programmed to dedicated bipolar and the stim was resolved. Additionally, increased pacing thresholds, poor sensing and pacing impedance measurements greater than 2,000 ohms were observed on the left ventricular (lv) lead. Technical services discussed observations. Due to worsening heart failure, with recent hospitalization, the sales representative was to conference with the patients' physician to determine next steps.

Event description:
Additional information was received that a routine device replacement procedure was performed. Due to noted concerns of maintaining capture, the lv lead was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.